Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is frozen. Customer stated that none of the buttons are working. The blood glucose reading is 142 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with the arrow buttons not responding due to flattened button dome switches. No frozen screen noted. Cracks to the display window, battery tube threads and reservoir tube lip noted.